Manufacturer narrative:
The iabp has two battery bays which accommodate exchangeable rechargeable batteries. The system automatically switches to battery power if ac power is not available (intentionally or due to power loss). Prior to portable operation, the battery should be fully charged. The current state of charge of each installed battery is depicted in the battery icon display area on the monitor display. The percentage of charge on the battery pack can be observed by depressing the charge status button located on the back of each battery pack. Five led's are provided to indicate the state of charge. Each led indicates approximately 20% charge. To view the battery status, press the button located on the front of the battery. The leds will illuminate informing the user of the battery¿s approximate state of charge. Additionally, the battery status leds will be illuminated when the battery is charging. However, in this state, the led representing the current state of charge will continuously flash informing the user that the battery is charging. Battery not charging because of console not correctly docked and latched to the cart: cardiosave can have two configurations - hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning if the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system wont be able to automatically use the ac power to charge the batteries and will result in batteries not charging.

Event description:
It was reported by customer that before use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Unit was not powering up and was not charging. There was no patient involvement reported. No harm reported. The field service engineer reported that device was in rescue mode and was not completely seated in the console. After reseating the device, it began charging. The product passed all functional and safety tests per manufacturer specifications.